Event description:
Subsequently, boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory in (B)(6) 2014. The device was successfully explant and was received at boston scietnific's return products.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device noted no anomalies. A review of the device's memory log found that the device had triggered elective replacement indicator (eri) in mid-january 2014 due to charge time and end-of-life (eol) nine days later due to capacity. Because the battery had depleted to 0.01 ampere-hours at a battery voltage of 2.796 volts, therapy availability testing could not be performed. Extensive testing determined that the device was depleting prematurely due to a compromised low-voltage capacitor resulting in a high current drain. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Based on the rate of depletion we estimate that if the device is replaced within 14 days therapy should still be available at the time of explant. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. Boston scientific received information that the field representative spoke directly with the physician. According to the physician, the device triggered elective replacement indicator (eri) and the patient has been scheduled for device replacement. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device remains in service at this time. This report will updated upon receipt of additional information.